Event description:
International affiliate reports water was leaking backwards out of the confidence pump when trying to inject cement. Reports there were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Complaint sample was lost in transit and is not available for evaluation. Review of device history records for the confidence kit, its pump component, and cement found no issues were identified during the manufacturing and release of the product that could have been attributed to the problem reported by the customer. The product was released accompanying all quality requirements. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.